Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at the tubing event on 15-jun-2024. Event occurred after three hours of insertion. Insertion site was at abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.